Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the left hepatic duct of a patient (patient age, sex, and weight are unknown). During the stent deployment attempt, the guide catheter would not retract, the pull wire tore through the distal end of the push catheter, and the advanix double pigtail stent was unable to be deployed. The torn push catheter remained in one piece. The procedure was completed with another advanix double pigtail stent and a push catheter. There were no reported patient complications. The patient was reported to be fine condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.